Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) the plug was not fully deployed and was pulled out of the body. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach by a certified physician. No visible device or package damage was noted prior to use, and the device was stored and prepared per instructions for use. A non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability and insertion angle; vessel diameter was not =5 mm. There was no calcification, tortuosity, stent presence, significant stenosis, prior closure within 30 days, or pre-existing complications at the puncture site. Hemostasis was achieved via manual compression. The deployment button was fully depressed, and the device and sheath were removed as a single unit within 1¿2 seconds. Upon removal, the plug was pulled out and was partially deployed and partially outside the shaft; it was not fully inside the shaft, and the indicator wire was not visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.